Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient wore out their ipg, rendering the ipg inoperable. No eri message was seen on the controller. Patient lost stimulation approximately 1 month ago. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, patient has effective therapy.